Manufacturer narrative:
The reported complaint of user advisory - ua16 (timeout moving to take-up position) on the autopulse platform (sn (B)(4)) was confirmed during functional testing and archive data review. The investigation finding revealed that the root cause of the reported issue was due to seized brake gap on the drivetrain motor as a result of aging component. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured in june 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. During archive data review, ua16 error message was observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua16 (timeout moving to take-up position) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the seized brake gap identified during service evaluation was unseized. The ap platform was re-tested and passed all functional tests. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua16 (timeout moving to take-up position) error messages upon power-up. User was unable to clear error message. No patient involvement.